Event description:
It was reported that the device was used during a laparoscopic right nephrectomy. The devices were leaking. Continued to use the same devices and completed the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (Device a): fractured clear lens (device b): (B)(4) leak test failed with test probe. The b12lt device (a) was returned in good visual condition; the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. In addition, the lens of the obturator was noted to be cracked. The exposure to (B)(4) which is part of the complaint device return process may lead to a cracked/scratched lens. The cb12lt device (b) was returned in good visual condition. A leak test was performed and the device was noted to leak with the test probe inserted through the device. One possible cause for this type of issue is excessive bending load resulting from surgeon manipulation of inserted devices. The batch record was reviewed and no anomalies were noted during the manufacturing process.